Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they can't bite using their front teeth and that they have to cut their food and use their side teeth to chew. The patient did say that they woke up experiencing their teeth bleeding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.